Event description:
The client states that when he was using the restroom he transferred from the left with armrest flipped back. The end user states that when the armrest came down it cut his finger which required 4 stitches.

Manufacturer narrative:
The client was transferring into the chair when this event happened. He had his finger at a hinge point of the armrest and when he pulled the armrest down his finger got pinched. This was not a defect of the chair it operated as intended. This is a case of user error. Device not made available for evaluation